Manufacturer narrative:
Failure analysis for fiber (B)(4): the metal cap exhibits moderate char/detritus adhesion; the metal cap adhesion location exhibits burnt glue; the metal cap is loose from the glass cap; the glass cap bevel edge at the output window is off center; the fiber metal cap is slightly melted. Fiber card analysis: 141,480 joules; joule count does not match the warranty form information. The fiber card is expired ¿ soft joule limit has been reached. This would cause reduced vaporization efficiency. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to become "end-firing" at 35,983 joules of use and 5:30 minutes. The procedure was continued using a second surgical fiber that became difficult to turn at 177,474 joules of use and 19:31 minutes. The procedure was completed using a third surgical fiber. Patient outcome: "ok" - there was no patient injury reported. This report is for the first surgical fiber used.